Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose of 50 (mg/dl). Reportedly, the customer believed the pump was delivering too much insulin however, the customer was unsure. Juice and graham crackers were consumed to address bg. During follow up, the customer stated the pump settings were not calibrated correctly.